Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material was not removed because reprocessing could not be conducted properly due to leakage form grip, scope body, and biopsy channel. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that due to wear of grip, water tightness was lost; due to a crack on suction body, water tightness was lost; switch box had a scratch; scope connector cover unit had a scratch; scope connector case unit had a scratch; plug unit had a scratch; due to damage on channel tube, water tightness was lost; due to burn on plastic distal end cover, insulation resistance value at distal end does not meet the standard value; objective lens had a crack; light guide lens had a crack; connecting tube had a buckling; universal cord had a wrinkle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had adhesion porous at the distal end. The device was returned for evaluation. During the device evaluation, the light guide lens had foreign objects and corrosion inside was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.